Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were sticking and non responsive and had received an error code. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery life was diminished, the insulin pump had rejected new batteries, the insulin pump had to rewind more than once, and it received unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, low battery, failed battery test, e or a alarms, prime or fill anomaly or rewind anomaly due to unresponsive button.